Manufacturer narrative:
(B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial distal release covered stent was implanted to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during procedure, the stent was deployed inside the patient; however, it was noted that the stent cover was missing. The stent remains implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.